Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm) with high ketones. Elevated blood glucose levels were addressed by correction injection via manual insulin injection.